Event description:
The accounts maintenance stated the head up function is not working.

Manufacturer narrative:
The accounts maintenance tested the manual pump but found it was hard to pump. Repairs have not been completed.